Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) ablation procedure with a carto® 3 system and there was a connector issue causing a 2 hour delay in a vt procedure. During the procedure, they got a sensor error when they connected the ablation catheter to the patient interface unit (piu). They connected different cables and catheters; however, the issue persisted. There is an issue with the map port and had a two-hour delay. To complete the procedure, they used a competitor system. No patient consequences were reported. Additional information was received. The complaint relates to a defect in the backplane of the piu. There was no defect in the cable or catheter. This event was assessed conservatively as MDR reportable as it was reported that there was a connector issue causing a 2-hour delay during a vt case. Follow up has been requested to determine if a patient was in the procedure room at the time of the event. Should additional information become available this complaint will be reassessed accordingly. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. The connector/map port problem issue was assessed as not MDR reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 24-oct-2022 stating the actual user is unknown. However, ep bremen is a team of several independent ep specialists. Therefore, updated the e. Initial reporter section. E 1. Initial reporter phone: (B)(6). The investigation was completed on 11-oct-2022. It was reported that a patient underwent a ventricular tachycardia (vt) ablation procedure with a carto® 3 system and they got a sensor error when they connected the ablation catheter to the patient interface unit (piu) causing a 2 hour delay in a vt procedure. To complete the procedure, they used a competitor system. No patient consequences were reported. The biosense webster, inc. Field representative confirmed that the issue was resolved by replacing the backplane card with another one that was delivered to the customer. The system is ready for use. The suspected backplane card was sent to the device manufacturer for investigation. It was found that the loc rx card was faulty. The card was repaired and the issue resolved. The complaint history of the system was reviewed. A manufacturing record evaluation was performed for the system 11136, and no internal actions related to the reported complaint condition were identified. An internal corrective action has been opened to investigate damaged connectors on backplane cards if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) the product investigation was reopened to clarify/correct the investigation findings which resulted in the following changes/corrections. The product investigation was reclosed on 16-jan-2023. It was reported that a patient underwent a ventricular tachycardia (vt) ablation procedure with a carto® 3 system and they got a sensor error when they connected the ablation catheter to the patient interface unit (piu) causing a 2 hour delay in a vt procedure. To complete the procedure, they used a competitor system. No patient consequences were reported. The biosense webster, inc. Field representative confirmed that the issue was resolved by replacing the backplane card with another one that was delivered to the customer. The system is ready for use. The suspected backplane card was sent to the manufacturer for investigation. It was found that the backplane card had a faulty component that caused the issue. In addition, there were found damaged pins in some of the backplane connector ports which are not related to the reported issue. The card was repaired and both issues were resolved. The complaint history of the system was reviewed. A manufacturing record evaluation was performed for the system 11136, and no internal actions related to the reported complaint condition were identified. Internal corrective actions have been opened to investigate both issues.